Event description:
The ambulance crew used the device to monitor a pt (no pt details reported). After entering the ambulance, the device was connected to 12 volt vehicle power using a cable plugged into the defibrillator auxiliary connector. After a short period of time, smoke was observed coming from the device near the cable connector after which a flame was observed. There were no adverse consequences to the pt reported as a result of the alleged malfunction.